Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a purge system open alarm occurred on their automated impella controller (aic) and would not resolve despite reading a purge pressure and purge flow. The purge cassette was changed, and the alarm continued. The alarm stopped with an aic swap. No patient harm has been reported.

Manufacturer narrative:
D4 and h4 revised to reflect the correct console.